Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have premature battery depletion as the estimated battery longevity had decreased from 88 percent remaining to 68 percent remaining in one year time frame. The following year it went from 68 percent remaining to 13 percent estimated battery remaining. Two months later they were unable to interrogate the device. Subsequently the s-ICD was explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have premature battery depletion as the estimated battery longevity had decreased from 88 percent remaining to 68 percent remaining in one year time frame. The following year it went from 68 percent remaining to 13 percent estimated battery remaining. Two months later they were unable to interrogate the device. Subsequently the s-ICD was explanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.